Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by stomach pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and began treatment with vancomycin injection (1gm, frequency, route and duration were not reported) and meropenem injection ( 1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was not recovering from the event. It was reported 15 days after hospital admission, the patient was discharged. Twenty-one days prior to receipt of this report, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (three times per week). No additional information is available.